Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device and the lens were returned in a bag with the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger fully advanced outside of the device. A large aneurysm is observed in the nozzle, which extends through the thick wound guard. The aneurysm is torn where is enters the thinner tip area. The lens was returned in a specimen cup in an unknown liquid. The lens was cleaned with lphse. A long scrape mark is observed on the posterior surface. A shorter scrape mark is observed on the anterior surface. All product and batch history records are quality reviewed prior to product release. A qualified viscoelastic was indicated. The root cause for the observed lens damage could not be determined. The long scrape on the posterior surface could indicate a plunger underride. Extensive nozzle and tip damage were observed which would indicate the lens/plunger were not in acceptable positions for advancement. The damage started in the thick wall cone area of the nozzle and extended through the thick would guard. Unusually high internal forces would be needed to create damage in this area. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was noted to be scratched after it was expelled from delivery system. There was no harm to the patient and another lens was used instead. Additional information was requested.